Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, a white line was seen running through the screen. The customer's blood glucose was 120mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.